Event description:
It was reported that the shock impedance of the cardiac resynchronization therapy defibrillator (crt-d) system was 150 ohms. The rise in impedance had been gradual and remained consistently high. It is planned to perform routine replacement of the crt-d in (B)(6) 2022, at which time a commanded sync shock will be performed to assess the right ventricular lead integrity and delivered shock impedance. The rv lead remains implanted at this time and no adverse patient effects were reported. It was additionally reported that a 10 joule sync shock was performed in the dual coil configuration which yielded a normal shock impedance of 85 ohms. Another 10 joule shock was performed in the single coil configuration and the shock impedance was 103 ohms. As the delivered shock impedances were acceptable, the rv lead remains in service.

Event description:
It was reported that the shock impedance of the cardiac resynchronization therapy defibrillator (crt-d) system was 150 ohms. The rise in impedance had been gradual and remained consistently high. It is planned to perform routine replacement of the crt-d in april 2022, at which time a commanded sync shock will be performed to assess the right ventricular lead integrity and delivered shock impedance. The rv lead remains implanted at this time and no adverse patient effects were reported. It was additionally reported that a 10 joule sync shock was performed in the dual coil configuration which yielded a normal shock impedance of 85 ohms. Another 10 joule shock was performed in the single coil configuration and the shock impedance was 103 ohms. As the delivered shock impedances were acceptable, the rv lead remains in service. Additional information was received. High out of range shock impedances were noted on this rv lead. Additional non-invasive programmed stimulation (nips) were performed, and an 11j shock was delivered. The single coil configuration had an impedance of 117 ohms, and the physician opted to continue in single coil configuration. The shock impedance was 117 ohms in single configuration. The physician opted to continue with single configuration, however impedance alarms were programmed to 175 ohms. Continued remote monitoring will be performed via latitude. This lead remains in-service. No additional adverse patient effects were reported.